Event description:
It was reported that the patient underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Event description:
It was reported that the patient underwent a posterior instrumented surgery fusing c2-t9 where rhbmp-2/acs was used on (B)(6)-2011. Screws were placed at c2,c3,c5,t8, and t9. Pre operative images showed scoliosis was present from c6-t6. The patient reportedly sustained unspecified injuries following the implantation of rhbmp-2/acs. No further information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on unknown date ,the patient was experiencing problems with her neck and back. In (B)(6) of 2011, the surgeon performed the unspecified surgery and rhmbp-2/acs was implanted. After the surgery, the patient began to suffer numbness through her body. The surgeon informed her that the numbness she was feeling would pass within six to nine months. As a result of the comprehensive numbness that the patient continues to suffer, she has been unable to enjoy the freedom of movement and previous good health that she had prior to her surgery.